Event description:
Information received indicates the brakes are not holding.

Manufacturer narrative:
The technician found hex rod set screw heads broken off causing the hex rods to move out of the casters and damaging the casters due to movement. The technician replaced all four casters and both hex rods to repair the stretcher.